Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, variable morphology match score were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.